Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the stent graft placement procedure using the fluency plus endovascular stent graft. During the procedure, the stent allegedly failed to advance. It was further reported that tip deformed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation and the stent was still loaded in the delivery catheter, the inner catheter was not protruding the tip but the delivery system sheath tip was invaginated. During testing, the system could be flushed from both ports and a system compatible guidewire could be carefully fed since the inner catheter was inside the catheter tip and advanced through the catheter. The investigation is closed with confirmed results for tip invagination. There were no indications of manufacturing deficiencies. In this case, it was reported that a 10f introducer was used, the device was flushed and pre-dilation was performed. Based on the available information and the evaluation of the returned sample, the investigation is closed with confirmed results for failure to advance and material invagination. A definite root cause for the reported event could not be determined. Labelling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Regarding precautions, the instructions for use (IFU) states "if unusual resistance is met during covered stent system introduction, the system should be removed and another covered stent system should be used". Based on the IFU material required are "(...) 0.035 inch guidewire of appropriate length (...), introducer sheath with appropriate inner diameter". Regarding preparation the IFU states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated" and "flush the delivery system through the luer port at the proximal end of the handle with sterile saline until the saline exits the tip of the system". G3, h6 (device, component, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the stent graft placement procedure using the fluency plus endovascular stent graft. During the procedure, the stent allegedly failed to advance. It was further reported that tip deformed. There was no reported patient injury.